Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician got an output status of limit and a lead impedance of high while doing the system diagnostics. Follow up with the physician to get additional info revealed chest x-rays were taken and no signs of break in the wire was noted. The x-rays were not available to the MFR for further visualization. The physician also stated that the pt started showing clinical signs but the seizure activity was not above pre-vns baseline. Revision surgery is likely to take place. No additional info is available.